Event description:
A search of the scientific literature identified an article (ekrol, I, et al. A comparison of rhbmp-7 (op-1) and autogenous graft for metaphyseal defects after osteotomy of the distal radius) published in injury, int.j. Care injured (2008), which described adverse events experienced patients who received rhbmp-7 between 1999 and 2002 as part of a clinical study. Four reports have been previously identified in this article (see mdrs 1224732-2009-00001, 1224732-2009-00002, 1224732-2009-00003 and 1224732-2009-00007 for details of those reports). This case is the fifth adverse event identified in the article. A female received rhbmp-7 as part of a distal radial osteotomy using internal fixation with dorsal pi-plate. She had the osteotomy procedure 30 weeks following her original fracture. Six months after the osteotomy procedure, the plate was removed because of tendon irritation. The defect was found to contain rhbmp-7 paste which was removed although healing had occurred on the volar cortex. No additional fixation was used at the time because the osteotomy appeared stable. Four weeks later, the patient complained of increasing pain and the osteotomy appeared to be "collapsing" as evidenced radiologically. The patient was readmitted to the hosp and an osteotomy with external fixation and autologous bone grafting was performed. She was reported to have healed at eight weeks and at one year her pain was completely relieved and her grip strength was 86% of normal. Additional info will be requested.

Manufacturer narrative:
Source of report(literature): seq no.: 1. Author: dr ekrol ingri. Journal title: injury, int. J. Care injured. Year: 2008. Page #: from s73 to s82. Article title: a comparison of rhbmp-7 (op-1) and autogenous graft for metaphyseal defects after osteotomy of the distal radius. See scanned pages.